Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, causes such as, dust or dirt problem is a possible cause of the failure. The most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the uretero-reno fiberscope exhibited a dirty lens. No patient injury occurred. If this malfunction were to recur, it could cause or contribute to serious injury.